Event description:
It was reported that froze on wire occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. Despite repeated attempts and after applying pressure exceeding at the rated burst pressure multiple times, the balloon inflated but failed to dilate the lesion. During removal, the balloon became stuck with the non-boston scientific (bsc) guidewire. The wire and balloon were removed together as a single unit. Once outside the patient, the wire was able to be removed from the catheter. The procedure was completed with another of same device, and there were no patient complications.